Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information was received from a patient's representative regarding an external device. The caller reported the patient needed to do an MRI but could not charge up. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).